Event description:
The customer reported to olympus the high-definition camera head that during a therapeutic procedure the video image was not clear. The procedure was completed using another device. The device is inpsected before use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation of poor image was confirmed. This was due to a faulty cable. Additionally the device evaluation revealed scratches on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely an image was not displayed because communication failure occurred due to faulty cable. We could not assume the cause of the faulty cable. As to cable damage, we checked the contents described in the then instruction manual and found the following descriptions. We determined that the reported phenomena might be prevented by following these descriptions. "Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur.". Olympus will continue to monitor field performance for this device.